Manufacturer narrative:
Patient age at time of event: late 70s. (B)(4). Device evaluated by manufacturer: the shaft, and tip were microscopically examined noticed that there was outer shaft kinked/hole perforation approximately 38cm cm from the tip of the catheter. The pump and a portion of the supply line were cut off and removed approximately 137cm from the manifold. Due to the lack of the pump and the proximal portion of the catheter, the device could not be functionally tested. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on august 24 2016. It was reported the catheter fractured on a portion located outside of the patient. At the end of a thrombectomy procedure using a spiroflex angiojet thrombectomy set, 2 or actually 3 runs with the catheter were done successfully. The physician was about to use it again when it was noticed the catheter was fractured close to the proximal hub or the proximal portion of the catheter outside the patient. The procedure was completed with this device. No patient complication were reported and the patient was fine. However, the returned product analysis revealed that the fracture was on a portion that would enter the patient.